Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cd drive was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system did not recognize an exam cd. The manufacturer representative put the cd in a different system and the exams loaded without issue. No patient was present at the time of the event.

Manufacturer narrative:
The driver was returned for analysis. Functional testing determined the part was functioning as designed. If information is provided in the future, a supplemental report will be issued.